Manufacturer narrative:
Summary of the investigation: the review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. According to the field, the dislodgement of the lead was confirmed, and the subject lead was re-positioned during the re-intervention performed on (B)(6) 2025. Since no patient files (x-ray/fluoroscopies or cso) were provided, the reported lead dislodgement could not be confirmed with certainty. Based on available information, the lead dislodgement most probably occurred due to external factors (such as patient physiology, or physician preferred implant site, etc.). It is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the vega r58 was implanted on (B)(6) 2025. Dislodgement was found and the lead was repositioned on (B)(6) 2025. No further information or files could be retrieved due to the hospital policy.